Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately .076" x .274" was found to be broken off the yaw pulley. The broken piece was not returned. The failure of broken instrument grips -tips is attributed to excess force being applied to the instrument jaws. Additionally, the instrument was found to have multiple input disks broken. Input disk #6 and #7 were found completely detached from the base of the housing. The broken instrument input disks failure is caused by improper cleaning/reprocessing techniques.

Event description:
It was reported that during central processing, the large suturecut needle driver instrument tip was broken off. There was no report of patient involvement.